Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drm ICD, (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient¿s wife that the patient¿s implantable cardioverter defibrillator (ICD) and leads became infected with endocarditis and the system was explanted. No further patient complications have been reported as a result of this event.